Event description:
It was reported that IV-set p 180 cm pvc l-l leaked. The following information was provided by the initial reporter: at the junction between the bottom of the drip chamber and the infusion tubing there was a significant leakage of the infusion solution.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 1017684. Our records show that this is the only instance of leakage occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally the sample submitted by the facility has been subjected to leakage testing. During the the course of testing our engineers were able to locate a small leak originating at the drip chamber of the device. The drip chamber is a supplied component, and we have notified the supplier of the issue and are waiting on their investigation results.

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that IV-set p 180 cm pvc l-l leaked. The following information was provided by the initial reporter: at the junction between the bottom of the drip chamber and the infusion tubing there was a significant leakage of the infusion solution.